Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger, cuffs, link, needle tip and monofilament were not returned with the device which limited the scope of the investigation. There was no needle strike mark on the foot. There was no abnormal observation found on the returned device components that could have contributed to the reported cuff miss. We were unable to determine the cause or confirm the reported cuff miss experience based on the condition of the returned device. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. The needle trajectory of every device is checked twice during manufacturing. The most probable root cause for the cuff miss is needle deflection during plunger deployment due to patient anatomy or a failure to maintain a stable position of the device during needle deployment. Per instructions for use (IFU), under device placement: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. No manufacturing or quality issue was detected. A review of the device history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred and a non-abbott device was used successfully to achieve hemostasis. There was no adverse patient effect reported. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.